Event description:
The customer reported that there was a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, c-arm power cable assembly and x-ray generator were evaluated and replaced. The system was tested and found to be working as intended and returned to service.